Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead fractured. It was reported that the patient was hospitalized due to heart failure. The system was interrogated and acute high out of range impedances greater than 2,000 ohms were observed along with loss of capture. Subsequently, the patient underwent a revision procedure and this lead was explanted and replaced. The lead fracture was confirmed under fluoroscopy. The lead will not be returned as it was discarded after the procedure. It was unable to be confirmed if the entire lead was extracted due to the lead not being returned. No additional adverse patient effects were reported.

Event description:
Subsequent information was received that the location of the lead fracture was clavicular first rib.